Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at the first office follow up visit post implant it was noted that the right ventricular (rv) lead had high thresholds, diminished sensing and low pacing impedance. An x-ray found that at implant the lead was angled up but now was pointed down. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Visual inspection found helix tip fully retracted and tissue covered the tip. There was insulation breached, extrinsic/cut and a lot of blood entered in lead. According to the complaints, tissue and breach insulation likely contribute to the electrical complaints and the breach insulation may have been caused by the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.